Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report #3004209178-2014-85258.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Programmed boluses delivered and recorded properly during analysis. No unexpected bolus delivery observed during testing. Cracks to the display window, battery tube threads, reservoir tube lip, reservoir tube and missing end cap sticker noted.

Event description:
The customer reported that her insulin pump was delivering insulin incorrectly. The customer's blood glucose level was 477 mg/dl. Customer treated with insulin pump. Customer experienced extreme hunger and thirst. Cosmetic damage to the insulin pump was also reported. The customer explains the insulin pump was dropped and cracked near the reservoir. Nothing further reported.